Event description:
It was reported that the 120mm asnis iii screw bent during tightening due to a too large hexagon socket at the screw head contributed by assumed weakness of the material.

Manufacturer narrative:
Device will not be returned for evaluation. If the device or relevant information becomes available it will be submitted on a supplemental report. This device is not cleared for sale in the us but a similar device is.